Event description:
It was reported that "the hmv filter comes apart when the respiratory therapist disconnects the circuit from it. There is also leakage that happens in the inner liner of the larger end. This has led to discarding and replacing with an additional one". There is no reported desaturation with the patient. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Four products were returned for evaluation, of which two were identified as teleflex-manufactured products and two were not. Among the teleflex items, one was an actual returned sample received without its original packaging, while the other was a representative sample re-turned with its original packaging. Visual inspection of the actual returned sample confirmed that the casing of the filter was broken. According to the manufacturing procedure, the filter casing incorporates a locking system, and a 100% inspection of this locking system is performed prior to product release. The representative sample showed no defects upon inspection. Based on the observed condition of the actual returned device, the complaint regarding a broken filter is con-firmed; however, the root cause of the breakage could not be. The device history record for lot was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. One was an actual returned sample received without its original packaging, while the other was a representative sample returned with its original packaging. The complaint regarding a broken fil-ter is confirmed; however, the root cause of the breakage could not be. Therefore, a corrective action is not required at the moment.

Event description:
It was reported that "the hmv filter comes apart when the respiratory therapist disconnects the circuit from it. There is also leakage that happens in the inner liner of the larger end. This has led to discarding and replacing with an additional one". There is no reported desaturation with the patient. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).